Manufacturer narrative:
Device technical analysis: a review of the manufacturing documentation for the lead revealed that no anomalies or deviations related to the event occurred during manufacturing. Labeling review: a labeling review of the intended use of the spinal cord stimulation (scs) system was performed and states: the intended use of the system is to treat chronic pain by stimulating the spinal cord or peripheral nerves. Risk review: a review of the linear 3-6 lead 70cm was completed and confirmed that the event of extrusion was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the lead was not returned, as a portion of it was discarded by the medical facility and the other portion remained implanted in the patient. As such, physical analysis has not been conducted in our laboratory. A labeling review was conducted and this review confirmed that the intended use of the scs system is to treat chronic pain by stimulating the spinal cord or peripheral nerves; however, in this case, the device had been implanted for the treatment of cluster headaches/trigeminal neuralgia, which is outside the approved intended use. Therefore, based on the available information, boston scientific concludes that the event involving the lead protruding from the patients head was likely associated with an unintended use error, given that the system was used for an indication not supported by the labeling.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead was protruding from the patients head. The patient was hospitalized and underwent a procedure in which a portion of the lead was immediately explanted. A portion of the lead remains implanted in the patient. The portion of the lead that was explanted will not be returned as it was discarded by the medical facility. The patient has not been discharged from the hospital. Additional information was received that the patient was discharged from the hospital.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead was protruding from the patients head. The patient was hospitalized and underwent a procedure in which a portion of the lead was immediately explanted. A portion of the lead remains implanted in the patient. The portion of the lead that was explanted will not be returned as it was discarded by the medical facility. The patient has not been discharged from the hospital. Additional information was received that the patient was discharged from the hospital.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead was protruding from the patients head. The patient was hospitalized and underwent a procedure in which a portion of the lead was immediately explanted. A portion of the lead remains implanted in the patient. The portion of the lead that was explanted will not be returned as it was discarded by the medical facility. The patient has not been discharged from the hospital.